Manufacturer narrative:
D2 - unk - product code: unk (esubmitter software does not allow for a blank or 'unk' entry). Claim# (B)(4).

Event description:
A healthcare professional reported following an implantable collamer lens (icl) implantation procedure, the patient experienced excessive vault. There are multiple medical device reports associated with this patient. This report is 1 of 2 total reports. Additional information was requested. No further information is available at this time. This file will be re-opened if additional information is provided.

Manufacturer narrative:
Correct information; g2 - reported as other: germany - correct to: other: austria. Claim# (B)(4).

Event description:
A healthcare professional reported following an implantable collamer lens (icl) implantation procedure, the patient experienced excessive vault. In a separate visit the lens was exchanged for a replacement lens. There are multiple medical device reports associated with this patient. This report is 1 of 2 total reports.

Manufacturer narrative:
Additional information: entered throughout form. Claim# (B)(4). Manufacturer narrative comment: device revision or replacement (lens replaced or exchanged) is identified in the labeling as a known potential adverse event following icl implantation.